Event description:
The customer reported that the device was giving an ECG equipment malfunction error message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This complaint was deemed a duplicate of (B)(4) previously reported on MDR# 3030677-2022-04426.

Manufacturer narrative:
This complaint was deemed a duplicate of (B)(4) previously reported on MDR# 3030677-2022-04426.